Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In previous reports section h10 mentioned incomplete, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. Patient also alleged of trouble in breathing and with sinus, nasal/throat irritation or soreness, headache, coughing up blood,coughing up brown mucus and also visualization of black tar and has to have surgery on his sinus. There was no report of patient harm or injury. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported event is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. After the first attempt to have the device and components returned for evaluation and investigation, the customer responded on 03/20/2023 but the device has not yet been returned to the manufacturer for evaluation. In addition to that, the patient said the device was available to be returned for inspection. However, we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. Patient also alleged of nasal/throat irritation or soreness, headache, coughing up blood,coughing up brown mucus and also visualization of black tar.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.